Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system server was down and was not communicating. A technical support specialist (tss) dialed into the carefusion coordination engine (cce) and confirmed that cce services were running. A trace showed the last admit discharge transfer (adt) message was received today. The cerner adt was connecting and disconnecting from the interface, but no messages were coming in. The tss restarted cce services, but the issue persisted. It was determined that the problem needed to be checked from the cerner side. The tss called and advised the customer to follow up with cerner. Upon rechecking the interface later, the tss confirmed that messages were crossing over. Since no further action was required on our end, the case was closed. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server was down and not communicating; no new orders were coming across, and orders were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.